Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the application instrument for sternal zipfix was broken. Concomitant device reported: zipfix implant (part number unknown, lot number unknown, quantity unknown). This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Event description:
Further it was reported that no fragments went inside the patient's body. Steel wires were used to fix the sternum. There was no surgical delay reported. The procedure was successfully completed.

Manufacturer narrative:
Additional narrative: additional information received. Date device received by manufacturer. A device history record (DHR) review was conducted for part: 03.501.080, lot: l549549: manufacturing site: (B)(4), release to warehouse date: (B)(6) 2017: the device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the component with the cutting feature is broken. The upper cutting feature is missing and was returned separately with the complaint instrument. Because of this broken feature the user could not cut the inserted implant. We identified beside the broken cutting feature - a deformation on a separate component which held and guide the cutting component. This deformation indicates a high impact force onto the front end of the instrument. Functional test: during this investigation it was determined that the functionality of the device cutter was impaired. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no document/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Material or hardness review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no material or hardness review is needed. Summary: in this none-manufacturing investigation, we do not see a general design issue which led to the device intra operative failure. It is likely that the instrument at the customer side or reprocessing site was propped or hit by another object which caused the deformation and let to the cutting feature breakage. Therefore, this complaint is closed by the product development as invalid. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in india as follows: it was reported that during coronary artery bypass graft (CABG) procedure on (B)(6) 2018, the application instrument for sternal zipfix was broken. Surgery was completed without utilizing the zipfix implants. Concomitant device reported: zipfix implant (part number unknown, lot number unknown, quantity unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.